Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 22.5 mmol/l. It was stated that the customer went to bed with a blood glucose of 10 mmol/l, and woke up feeling nauseous and vomiting. It was stated that the customer programmed a bolus, but the insulin pump alarmed no delivery, and the customer went to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.